Event description:
Customer reported that the bearings got hot while the device was working. This is 1 of 1 report for event # com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the bearings were corroded due to normal wear. Device was inspected, and repaired by replacing a few components.